Event description:
**Update** (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address a loose cup, osteolysis, and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient suffered extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum, systemic injuries and excessive levels of chromium and cobalt as a result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.